Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the transfer set and the catheter was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of ten of peritoneal dialysis therapy. During troubleshooting, it was determined that the catheter and the transfer set became disconnected. The care giver (cg) had reattached and clamped it off, and confirmed to renal therapy services (rts) that the patient line and the transfer set was still connected. Rts assisted in clearing the alarm, shutting the device off and ending therapy. The transfer set is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.